Event description:
During a surgical procedure as the cutter tip was engaged, the tip of the cutter tumbled off the shaft and fell into the vitreous cavity. The foreign body was removed through an enlarged sclerotomy supertemporally. Bausch and lomb issued a voluntary recall of this item on 12/14/06 -20 gauge- and another recall on 2/7/07 for their 25 gauge instrument. The 20 gauge was used during the incident reported here.